Event description:
On (B)(6) 2026, the hcp reported injecting 0.5ml of evolysse form with 5 injections bilaterally with a retrograde technique within the subcutaneous tissue of the nasolabial folds with a 27gage needle. No symptoms were reported immediately post-procedure. However, late on (B)(6) 2026, the patient contacted the hcp and reported redness to the area up towards the lower eye area. The patient was seen in office on (B)(6) 2026 and the right nasolabial fold was treated with 4 vials of hylenex, warm compresses, and nitroglycerin. The patient's capillary refill returned to normal shortly thereafter. Hcp reported continued improvement 12 hours post hylenex treatment. Hcp reported proper aspiration technique was followed.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The batch release form was reviewed and the device met all specifications prior to release. Based on the reported information, this event is consistent with a vascular occlusion which is a known serious adverse event documented in the labeling. This can occur due to unintended injection into a blood vessel or injection of a large amount of filler near a blood vessel causing compression of the blood vessel. Both occlusion and compression may result in reduced or cessation of blood supply to tissues. Intervention is required to prevent serious and permanent complications. The production records for the lot were reviewed, and no deviations were found during production that would relate to the reported event; the device met all specifications. Eus-20260331-339[1] and 3693.